Event description:
A site representative reported a case of inaccuracy where the screws had to be repositioned. The issue allegedly occurred post software upgrade. Later it was reported by a medtronic representative, who attended the case, that the surgery was an l2-l3 tlif and 2 placed spine screws had to be taken out since they were placed 3-5mm inaccurate. Navigation was continued using navigated taps, screws, and the universal drill guide. There was no harm to the outcome of the patient.

Manufacturer narrative:
A medtronic representative went to the site to attend the next surgery to provide troubleshooting assistance. There were no issues detected and the post-op spin showed the screws were placed exactly where the surgeon thought they should be placed. The reported event could not be duplicated by medtronic personnel.